Event description:
After 3 years of having saline breast implants, I started experiencing several symptoms including severe fatigue, muscle pain, back pain, brain fog and have been diagnosed with degenerative disk disease, asthma. Bilirubin levels aren't right and they don't know why. Hemangiomas in liver and on spine.